Event description:
It was reported that during an appendectomy procedure, there was an unidentified product with the device. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional follow-up: on what tissue type was the device used? Mesenteric tissue. What location on the tissue was being stapled? Appendix. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2. What colour cartridge was being used? White. What other colour cartridges were used before and after this event? Before blue after. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No 1. Were any unexpected noises heard? Yes. If so, when? When closed it was fine, but when went to activate it made a cracking noise. Were any of the forces higher or lower than expected (closing, opening or firing)? Yes 1. If yes, please explain: when went to fire made cracking noise. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? No 1. If not, please explain what happened: had to force open handle while pushing release button. Was there any difficulty removing the device from tissue? Yes 1. If yes, please explain how device was removed: manual force to open. Does the patient have any relevant history of surgical treatments? No 1. If so, what? How long has the surgeon been using this device for this procedure (in years)? 8-10. Was there a recent conversion to ees devices in this account /surgeon? No 1. Is there any other additional information you would like to share about this device/procedure? Bleeding controlled with some clips and doctor left drain in and patient stayed longer in hospital for precautionary measures. The analysis results found that the ats35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.